Event description:
Lvad outflow graft was twisted causing left ventricle to not unload appropriately. Abbott stated examination could not confirm twist because abbott states they cannot confirm device failed, I know nothing can be done. I would just like this to be reported to you so maybe someone else will not be hurt causing death. Dates of use: (B)(6) 2016 - (B)(6) 2018.